Event description:
Nurse called to report a hospitalization due to high blood glucose. The current blood glucose reading is 175 mg/dl. Customer was admitted with a blood glucose reading of 461 mg/dl. Customer experienced vomiting. Diagnosed hyperglycemia. Customer is being treated with fluid and insulin. During troubleshooting, time and date are correct. Programming correct. High pressure test passed. The insulin pump has cosmetic damage. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.